Event description:
A malfunction alarm, identified with malfunction code 9, was reported by a customer. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support provided the customer with information to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction reappears, and the customer acknowledged this advice.